Event description:
Medtronic received info indicating that five minutes into a bypass procedure, leakage was seen coming from the seal line of the heat exchanger on this oxygenator. Bone wax was applied to the device which resolved the issue. However, once the issue was discussed with the surgeon, the decision was made to change out the device. There was no pt effect and the procedure resumed without incidence.

Manufacturer narrative:
(B)(4). Analysis: upon receipt at medtronic's quality laboratory, visual inspection showed no outward signs of cracks or damage throughout. Pressure integrity testing confirmed a leak from the hex side seam joint at less than 1 psi. Conclusion: analysis confirmed the leak to originate from the heat exchanger side seam. This anomaly may not be detected by leak testing and may not be found until a physical shock would break the bond. The device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event.